Event description:
It was reported during the implant procedure that the lead's helix was damaged. As such, a new lead was used. (B) (4): the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, visual inspection revealed helix/lobe distorted/bent.